Event description:
The patient reported he is experiencing ineffective stimulation from his scs system, and as a result would like his system explanted. The patient will follow-up with his physician to discuss possible surgical intervention as the next course of action to address the issue. The patient has two model 3186 leads from the same lot implanted as part of his scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.